Event description:
On (B)(6) 2011 customer reported that they received a cartridge of total bilirubin (tbil) that had leaked because of a loose cap. No injuries or exposure were reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).